Event description:
It was reported that the left monitor on the 6600 system did not turn on. It was noted that this was observed during set up. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.